Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an esophagogastroduodenoscopy (egd) to perform an endoscopic mucosal resection (emr). The esu was used with an erbe monopolar cable and a cook medical duette kit. The generator settings were forced coag mode at 25 watts. During the procedure, the physician believed that the unit's output was not sufficient because he didn't see blanching of the tissue. Therefore, the doctor tapped on the blue pedal until the resection of the tissue was complete. During or upon the intervention, the patient's duodenum was perforated. Therefore, the doctor used an ovesco endoscopy ag full thickness resection device (ftrd) to close the defect.

Manufacturer narrative:
A bmet at the hospital tested the esu and found that it was/is functioning with specifications. Therefore, the generator was not returned to erbe for an evaluation. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no problem was found with the esu that would have caused or contributed to the event. There are many possible factors which could have caused or contributed to the incident. Therefore, a conclusive determination could not be made as to the cause(s) of the event. Nevertheless, additional in-service training was performed by our erbe representative with the involved staff. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.